Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call heart attack, high blood glucose levels, diabetic ketoacidosis and hospitalization. Customer's blood glucose level was 700 mg/dl. Troubleshooting was not performed. Customer treated their high blood glucose via IV fluids and hospitalization. Customer advised they were using auto mode prior to the incident. Customer alleged their doctor's claimed the insulin pump was hacked. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will not be returned for analysis.